Event description:
Boston scientific received information that the patient experienced six inappropriate shocks where therapy was exhausted. The inappropriate shocks were determined to be due to an atrial arrhythmia. Boston scientific technical services (ts) was consulted and discussed programming options. The field representative stated that the physician agreed with ts recommendation on programming and atrial tachycardia discriminators were turned off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.